Event description:
It was reported that the patient presented in clinic for a routine follow up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold and r waves amplitude decreased to 1mv. The rv lead was repositioned on (B)(6) 2025. No patient consequences reported.